Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted with no reason provided. Initial laboratory analysis found that this device did not meet longevity expectations.